Manufacturer narrative:
Covidien reference: (B)(4). The service engineer evaluated the ventilator and cleaned the expiratory flow sensor. The ventilator passed self-testing.

Event description:
It was reported that the ventilator went into a ventilator inoperable condition and shut down. The ventilator was not on a patient at the time of the event.